Event description:
It was reported that the device had unexpected longevity as the physician believes the device should have lasted longer than it did. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead 2009 (B)(6); 407652 implantable pacing lead 2009 (B)(6). (B)(4).